Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customers blood glucose was reported as 515 mg/dl. Customer administered a manual injection to address their bg level. The customer will continue to use the current pump for insulin therapy.